Event description:
After implanting, prior to closing, rep suggested impedence be checked. Provider has performed these surgeries for several decades. The impedence has always been checked post-op and has never been an issue. However this time, she followed the reps suggestion and found there was an issue. The electrode placement was confirmed with an xray so they decided to replace the interstim. This resolved the issue.